Event description:
It was reported that a nurse called for interpretation of the diagnostic episode stored by the implantable loop recorder; asking if it was atrial fibrillation. A slight pause after a premature ventricular contraction, undersensing, and t-wave oversensing were noted. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a nurse called for interpretation of the diagnostic episode stored by the implantable loop recorder; asking if it was atrial fibrillation. A slight pause after a premature ventricular contraction, undersensing, and t-wave oversensing were noted. The device is still in use. No patient complications have been reported as a result of this event. It was further reported that the diagnostic monitor detected noisy episodes and was undersensing r-waves. These patterns were interpreted by the diagnostic monitor as atrial fibrillation (af). Two of the episodes did appear to be a true af pattern. The clinician wanted to speak with the doctor to make sure that these were really af episodes. No programming changes were made and the device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was apparent noise detected in some of the atrial fibrillation episodes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
(B)(4).